Manufacturer narrative:
With review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event include anticoagulation therapy and related patient comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital for treatment of gastrointestinal (gi) bleed. Upper endoscopy results revealed a bleeding angiodysplastic lesion in the stomach which was treated with argon plasma coagulation (apc). The bleeding was reported to have resolved on (B)(6) 2016. No further information was provided.